Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0xe9t, implanted: (B)(6) 2015, explanted: (B)(6) (B)(6) 2016, product type: lead.

Event description:
A manufacturing representative (rep) reported that a patient complained of pain, non-specific. The patient had the system explanted. The patient was instructed to turn the device off and see if the pain remained, which they did and the pain was still present. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.